Event description:
A pt sample with a falsely elevated glucose result was reported. An initial result of 410 mg/dl was reported for pt 1. The result was questioned by the dr 3 days later and the same sample was rerun to give 112 mg/dl. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated glucose results. The actual value of glucose in the samples cannot be determined positively as the samples were in the refrigerator for 3 days. Cause of the elevated glucose result could not be confirmed.